Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. A system check was later performed by tandem technical support and no issues were identified. Reportedly, the customer changed the necessary supplies and resumed insulin. There was no adverse impact to customer¿s blood glucose level.